Event description:
During a alif procedure, level l4-l5, surgeon was inserting the synfix implant and impacting. The implant grabbed the greater vessel, vena cava and nicked it. Surgeon managed to insert one 4.0mm locking screw. Pt was loosing blood, surgeon aborted procedure and a repair to the vessel was completed. Surgeon noted the implant is too wide and catches on the vessels upon insertion. Surgeon rescheduling pt for pedicle screw insertion from behind. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusions could be drawn as no product was returned.